Event description:
When placing the integrated fixation screws for an m3 implant, on the 3rd screw which was the 2nd cephalad screw being placed, the head of the screw broke off. On the third level of the case placing the integrated fixation screws, on the 3rd screw which was the 2nd caudal screw being placed, the head of the screw broke off.